Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, dizziness and palpitations. The right atrial (ra) lead position check failed. The lead remains in use. No further patient complications have been reported as a result of this event.